Event description:
It was reported that the ventilator failed pre-use check with a technical error code indicating backup audible alarm error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Liquid substance was noted on the monitoring pc board, which was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use.